Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had failed multiple times. A field service engineer (fse) shut down the device, and the tower door latch micro switches were replaced, and the device was then rebooted. The fse verified that the tower door was operational in the diagnostics tool. The customer was able to open and inventory the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 failed multiple times. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the medications were available in another station. However, there were no adverse events or injuries reported based on this event.